Event description:
It was reported that, when inserting the swg, it got "looped" near the axillary vein, by which the vein seemed to be pulled. Therefore, the user stopped the procedure and used a cvc instead of the pi PICC for the procedure. No injury to the patient occurred. According to the user, the issue might have possibly been caused by the thin vein." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, opened PICC kit for analysis. The 130cm guide wire assembly was the only component returned. Signs of use in the form of biological material were observed on the guide wire. Visual analysis revealed kinking on the coiled section at the distal tip. Microscopic examination confirmed the damage and revealed that the distal weld was full and spherical. The kinking on the guide wire measured 3mm-25mm from the distal weld. The total guide wire length measured 130cm, which is within the specification limits of 128.75cm-131.25cm per the guide wire product drawing. The length of the coiled section (per measurement c in the guide wire product drawing) measured 20cm, which is within the specification limits of 19.6cm-20.4cm. The guide wire outer diameter measured 0.0173", which is within the specification limits of 0.0170"-0.0185" per the guide wire product drawing. A manual tug test confirmed that the coiled section was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "if 130 cm guidewire is used, insert soft tip of the guidewire through peel-away sheath to desired depth. Thread catheter over guidewire and advance catheter over guidewire to final indwelling position using image guidance or fluoroscopy. If resistance is met while advancing catheter, retract and/or gently flush while advancing catheter". The IFU also states, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage". The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis confirmed kinking on the coiled section of the 130cm nitinol guide wire. Despite the kinking, the guide wire met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, when inserting the swg, it got "looped" near the axillary vein, by which the vein seemed to be pulled. Therefore, the user stopped the procedure and used a cvc instead of the pi PICC for the procedure. No injury to the patient occurred. According to the user, the issue might have possibly been caused by the thin vein." There was no medical intervention required. The patient's current condition is reported as "fine".